Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) 7883-01, mmt-1884l. Troubleshooting was performed. Customer able to successfully clear the alarm and completed rewind no harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit operated normally upon battery installation. Unit was successfully downloaded using (thumb software). Proceeded with the following testing to assure proper functionality of the unit. Unit was successful in performing the displacement test. The pump diagnostic trace (pdt) spreadsheet was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. Pump error 53 alarm was confirmed on the (pdt)/history download on 02/20/2026 07:32:20.000, file ID = 303 line ID =1307. Per software engineering log investigation, pump error 53 alarm was triggered in the ui_timespanmodelcurrvalueset() function due to corrupted data (hw anomaly). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture or damage on electronic assembly. Unit also received with the following cosmetic damages: scratched case, cracked case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. In conclusion, the unit came with pump error 53 triggered by a hw anomaly. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.